Event description:
It was reported that on (B)(6) 2021, a 29mm epic valve was implanted in the patient. On (B)(6) 2026, a re-operation was required because of heart failure developed due to mitral regurgitation (mr). A new 27mm non-abbott avlve was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.